Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2014 (reference MFR. Report number: 1627487-2014-15149, 1627487-2014-15150, and 1627487-2014-15151). One of the replacement leads was unable to be implanted due to scar tissue. In turn, the procedure was extended by 45 minutes. Excellent stimulation was present post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.